Event description:
It was reported that the insulin pump had a crack on the screen. Customer's blood glucose was 142 mg/dl. Troubleshooting was done. Customer stated that the insulin pump is functioning and she can read the screen. The customer was advised to monitor the insulin pump. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.